Event description:
A pt's meter was reading inaccurately high. Pt also compared their meter to another meter---invalid comparison. They did not have any symptons. There was no medical intervention or treatment given. During troubleshooting, it was discovered that the test strip membrane was discolored. The pt described it as being off white. It is not clear if the strips are expired or stored improperly. The strips were replaced. The meter was replaced for customer satisfaction. No further info has been reported.